Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 implantable tachy lead (B)(6) 2005; 4076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine follow up appointment, x-ray indicated that the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.